Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6), 2015.

Manufacturer narrative:
Per the clinic, it was reported that the device had extruded through the skin flap prior to explantation. This report is filed march 21, 2016.

Manufacturer narrative:
This report is filed may 24, 2016.